Event description:
Device 1 of 2. Reference MFR report: 1627487-2012-10428. The pt reported experiencing a shocking sensation in his back whenever there is a rainstorm. Follow up info revealed the pt has scheduled an appointment with his pain physician at a later date to discuss this issue.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Recall #s: 1627487-05242011-002-r, 1627487-12192011-003-r, 1627487-07262012-002-r. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.